Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was not able to get the pump to start up when he puts in a battery. The customer stated that they tried multiple batteries and even bought new batteries. The blood glucose was 150 mg/dl. The customer stated that drive support cap was normal. The self test was performed and the reason was not completed. The device will not be returned for the analysis.